Event description:
It was reported that a patient's spacer had migrated posteriorly. The patient underwent a surgical procedure where the spacer was explanted and the patient was re-implanted with a new one.

Manufacturer narrative:
The returned spacer was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis of the device found no defects, the spacer was found to be completely intact and functioned acceptably. The probable cause for this complaint is no problem detected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's spacer had migrated posteriorly. The patient underwent a surgical procedure where the spacer was explanted and the patient was re-implanted with a new one.